Event description:
It was reported on (B)(6) 2011, that the patient experienced a lack of therapeutic effect, with the pump not helping to relieve the pain. It was suggested that the catheter might be damaged. A (B)(4) study was planned. It was later reported that the patient's lack of therapeutic effect began following the implantation of the device. The pump contained dilaudid, but the patient switched to morphine a couple of weeks ago. The patient also experienced confusion and hallucinations, and pain. The patient requested that the pump be removed. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter model 8711, lot# n147112009, implanted: (B)(4) 2008, explanted:na.